Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture located at the hub and 46cm from the hub. The fracture looked to be consistent with a bend force breaking as the device was not completely separated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The advancing of the device in an angiographic catheter could not be confirmed due to the damage on the catheter shaft. A shaft fracture was confirmed.

Event description:
Reportable based on device analysis completed on 25aug2021. It was reported that device had resistance and was not tracking. The target lesion was located in the femoral artery. A direxion transend -14 system was selected for use. During the procedure, upon advancing the microcatheter into the lesion, the device could not track and showed resistance. The device was completely removed along with the diagnostic catheter. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the shaft fracture 46cm from the hub.